Event description:
It was reported that the bd epicenter¿ single user software is having issues with the maldi mapping the wrong isolate information to the lis. No results were reported to the clinicians. No results were reported to the patient. This is reporting one occurence. The following information was provided by the initial reporter: customer called to report they are having their maldi ID the organism as cyptococcus gattii and it is being uploaded as neoformans.

Manufacturer narrative:
Medical device expiration date: na. PMA/510k: exempt. The bd epicenter¿ single user software, nuc 5i5 os image epicenter 7.x was evaluated. Methods: risk-dchu reviewed. No further investigation required. A review of risk management documentation indicates that the potential risk of the reported failure mode was appropriately assessed as s1 via baltrm-441007-aph / rev 5 / row 6.3. DHR review: DHR/bhr review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality has reviewed the complaint, service investigation and adverse event questions. The results of this investigation have not identified any new hazards, new risks, or specific trends. No further investigation is required at this time. Quality will continue to trend the reported issue. Further investigation will be required if an actionable level is reached.

Manufacturer narrative:
H.6 investigation summary: customer called to report they are having their maldi ID the organism as cyptococcus gattii and it is being uploaded as neoformans. They are requesting assistance with accessing the maldi mapping tool (443972/ sn (B)(6) to see how this organism is mapped. Multiple attempts to reach customer were unsuccessful, therefore no additional information is available. Unable to determine root cause. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of february. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd epicenter¿ single user software is having issues with the maldi mapping the wrong isolate information to the lis. No results were reported to the clinicians. No results were reported to the patient. This is reporting one occurence. The following information was provided by the initial reporter: customer called to report they are having their maldi ID the organism as cyptococcus gattii and it is being uploaded as neoformans.